Manufacturer narrative:
The beckman coulter field service engineer (fse) inspected the instrument and confirmed the probable cause was malfunctioning multiple hardware parts. The fse replaced ise mix motor and anti-foam tank to resolve the issue. The section a2, a4 and a5: information was not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of erroneous high patient results for sodium (na) and an ise sample pot level sensor error on their au5800 clinical chemistry analyzer (pn b96698, sn (B)(6)). The erroneous patient results were not reported out of laboratory. There were no injuries, deaths, or delays/changes in treatment associated with this event. The customer did not provide any patient data and/or patient demographics.